Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt suffered from discomfort and pain in his hip, groin, and leg. It is further alleged that it became increasingly painful for him to walk, to move his leg, and rise from a seated position. Doi: 2008.